Manufacturer narrative:
It was reported that an unknown patient underwent an atrial fibrillation (afib) ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium and a hemostatic valve leak occurred. The physician was flushing the carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium and the saline came out of the sheath and through the valve. They exchanged the sheath a third time and the issue was resolved. The case continued without any further incident. Device investigation details: the device investigation has been completed which included a manufacturing record evaluation (mre). The manufacturing record evaluation performed for the finished device with lot number 50000018 identified no internal actions related to the reported complaint condition. Still no device has been received for analysis as the device was discarded, therefore, no product investigation can be performed, and the customer complaint cannot be confirmed. Based on the completed mre, the h4. Device manufacture date has been populated with 4-sep-2021. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).

Event description:
It was reported that an unknown patient underwent an atrial fibrillation (afib) ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium and a hemostatic valve leak occurred. The physician was flushing the carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium and the saline came out of the sheath and through the valve. They exchanged the sheath and the new sheath that was opened was bent. They exchanged the sheath a third time and the issue was resolved. The case continued without any further incident. Additional information was received as related to the leaking carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium which indicated there was no visible damage on the valve or hub. The valve did not break into pieces. The cap did not become detached. Air did not enter the patient¿s body, the back flow was discovered when the sheath was outside of the patient¿s body. The issue did not require percutaneous or surgical removal. There was no bleeding and hemodynamics were not compromised. There was no blood lost. The back flow was saline being flushed by the physician on the sterile field, outside of the patient¿s body. No medical interventions were necessary. No wires were exposed. There were no lifted or sharp rings. Saline flowed back through the valve when the physician flushed. There was no patient consequence.

Manufacturer narrative:
The device has been reported as discarded, therefore no product investigation can be performed, and the customer complaint cannot be confirmed. However, an investigation is in progress, once completed a supplemental will be submitted. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. (B)(4).